Manufacturer narrative:
Most recently, a lead revision was done. This rv lead had pulled out of the device header. The physician re-seated the lead connector in the device header. The lead then performed within normal limits. No more information is available. If new information were to become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead in association with the implantable cardioverter defibrillator (ICD) had been implanted with pace impedance within normal limits, as well as thresholds within normal limits. The following morning, at the post-operative device check, greater than 2,000 ohms pace impedance and high pacing thresholds at 3.3 volts exhibited. Shock and sensing measurements were noted as still within normal limits. The local area sales representative suspected that there may be a setscrew or connection issue. She had observed that at the implant, there was difficulty getting the hex wrench out, and that it had bent, which may have loosened the setscrew. It was likely that a pocket revision would occur in the near future. There were no reported adverse patient effects associated with these clinical observations.